Event description:
It was reported that both atrial and ventricalar lead impedance have increased since implant. Lead warning issued. Patient hospitalized due to syncope. The leads remain active. No further patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported that both atrial and ventricular lead impedance have increased since implant. Lead warning issued. Patient hospitalized due to syncope. The leads remained active. No further patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. There is no allegation from a health care professional that the death was device related. Follow up revealed the cause of death per death certificate was cardiopulmonary arrest. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.